Event description:
During a coronary drug eluting stenting treatment procedure there was difficulty deflating the balloon. The lesion being treated was mildly calcified, 90% stenotic lesion in a none tortuous circumflex artery (cx). The physician successfully direct stented the lesion with a taxus express2 8.8% 5.0x24 mm drug eluting stent at 18 atms. Upon withdrawal the delivery balloon would not fully deflate. The physician successfully removed the stent delivery balloon by removing the entire system as one. During withdrawal the stent delivery system (sds), the shaft fractured inside the guide catheter. The fractured catheter was removed from the patient's body without any complications. No patient complications or injuries were reported. Patient status is reported "satisfactory/good".